Event description:
A complainant indicates the elite system is only giving readings of "lo" less than 10 mg/dl when running the complainant's blood and normal control tests. While on the phone electronic checks of the system were performed and were found to be consistent and within specification. It was learned that the customer is using excel off brand reagent strips. The customer was informed that bayer does not manufacturer nor promote the use of an off brand reagent. The customer was instructed to contact the manufacturer of the off brand reagent for further evaluation. This complaint is considered closed for purposes of MDR.